Manufacturer narrative:
Additional information received indicates that the patient presented with tenderness, malodor and exudate coming from the driveline (dl) exit site. Cultures of the site proved to be positive for enterococcus faecalis. The patient was initially treated with oral antibiotics without improvement. The patient was then admitted to hospital and treated with a one-week course of intravenous amoxil. The patient was later discharged on oral antibiotics. No further information was provided. Possible clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient developed a driveline (dl) exit site infection on an unknown date. Details regarding the patient's symptoms, the results of any diagnostic testing and the treatments provided were not reported.